Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 14, 2015. (B)(4). The actual device was visually inspected upon receipt, and the reported damage to the filtered luer port was confirmed. The threads on the luer port appeared to be stripped. Further inspection revealed that the purge line had been moved to another one of the filtered luer ports. The angled male luer on the oxygenator purge line was inspected but no damage was observed. This indicates that the damage was not caused when removing the purge line. Since the damaged cap was not returned, it could not be determined if the damage occurred during manufacturing or during customer use. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corp. That during setup, the oxygenator luer port cap was stuck. Torque was used to remove it resulting in the cap breaking and a piece went into the reservoir. No pt involvement as this occurred during setup. Product was changed out. Surgery was completed successfully without delay.